Manufacturer narrative:
(B)(4).

Event description:
The customer reported to baxter (B)(4) that a flogard infusion pump had a battery low alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a "battery low alarm" was confirmed during device evaluation. The root cause was due to blown fuses causing the battery to not charge. The blown fuses were replaced to resolve the reported condition. If additional relevant information is received, a followup will be submitted.